Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2016-01125. Reference MFR. Report: 1627487-2016-01197. The patient has three leads implanted, one of which is disconnected from the ipg. (Reference MFR. Report: 1627487-2015-21278). The patient reported experiencing ineffective stimulation as compared to his trial (date of event is unknown). Reprogramming was unsuccessful as the issue recurred. X-rays confirmed the lead(s) had migrated. Surgical intervention may take place as the next course of action.